Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and then was subsequently hospitalized after experiencing elevated blood glucose (bg) levels up to 340 (mg/dl) and diabetic ketoacidosis. While in the ER the customer was treated with a 10 unit insulin injection, intravenous insulin and nausea medication. Once the customer was admitted to the hospital, a gel-like substance was noted to be in the luer lock. While hospitalized the customer was treated with intravenous insulin, dextrose and fluids then released the following day.